Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and non-malignant pain. It was reported that the patient has been experiencing a painful, very intense and uncomfortable shocking sensation when they turn their stimulation on. It was unknown when the patient first started experiencing the shocking sensations. The patient could not think of any factors or experiences they may have had that could have led to this to occur. The patient has decided to keep their ins off so they don't have to experience the shocking. The rep reported they were trying to schedule an appointment with the patient for (B)(6) 2018 to interrogate the ins and perform troubleshooting. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient described their stimulation as shocks. The patient's ins amplitude was adjusted to a more comfortable intensity. The issue was resolved. No further complications were reported or anticipated.